Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from 3 different product applications. The report states that there are no significant trends.

Event description:
Patient reported using samples for the first time and upon removal noted that skin scattered red and bleeding under mass. Patient explained the use of a non moisturizing soap and water then dried area well, then applies adhesive powder to skin along with paste with skin barrier. The end user subsequent outcome was not reported.